Manufacturer narrative:
(B)(4). Batch #: v95n7z. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during an unknown procedure an abnormal sound was detected. Changed to another device to complete surgery. There was no patient consequence reported.